Manufacturer narrative:
Method: the graft was explanted but not returned to evaluation. Lot number or serial ID numbers were provided rti surgical. Therefore, rti was unable to conduct a review of the manufacturing records, quality control / assurance reviews and release, and the complaints associated with the lot. Results: the graft was sterilized by a process validated to eliminate the potential for disease transmission; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Conclusion: the graft was explanted. Lot number and serial number were not provided, therefore and investigation could not be conducted. Based on the information provided to date this event is unlikely related to the xenograft implant.

Event description:
(B)(4) and tutogen medical (B)(4), a wholly owned subsidiary of (B)(4) received a complaint on 08/19/15 reporting that a fortiva porcine dermis implant was utilized during a breast reconstruction procedure and the graft failed. Product identifiers were not provided. Further information was received on 08/28/15. The patient is a (B)(6) patient who was diagnosed with breast cancer in (B)(6) 2014. There was an unknown procedure performed on (B)(6) 2015. The patient received chemotherapy from (B)(6) 2015. On (B)(6) 2015 the patient underwent a subcutaneous mastectomy where the fortiva porcine dermis was utilized. The porcine dermis was explanted on (B)(6) 2015 due to partial necrosis of the left breast wound, dehiscence of the right breast wound, superficial skin lesions on the right areola, and perforation of the implant. Patient was under antibiotic therapy (type not provided). The patient is currently doing well.

Manufacturer narrative:
Methods: lot number and serial ids were provided on (B)(6) 2015. The implant was not returned to rti for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot mp134401. The implant underwent a validated sterilization methodology; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for this lot were acceptable. To date, rti has distributed 71 xenografts from the lot without related complaints. Conclusion: the device was not returned for evaluation. Records re-review results indicated that graft ID (B)(4) met all specification requirements and release criteria at the time of distribution. No related complaints were noted associated with this lot. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant.

Event description:
Several attempts were made to obtain product identifiers. This information was provided on (B)(6) 2015.